Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the result of investigation the most probable cause adhesive on bending section cover has corrosion of which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that an adhesive on bending section cover has corrosion was found. There was no patient involvement.